Manufacturer narrative:
Concomitant product: product ID 8703, lot # j92103160, implanted: (B)(6)1993, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was last seen on (B)(6)-2014 with no complaints. The patient never made the hcp aware of the issue. The pump was used to deliver bupivacaine and dilaudid. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.

Event description:
It was reported that the patient had to use a corset to keep the pump in place because it was too big. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).